Event description:
It was reported that bd angiocath plus 22ga x 1in leaked at catheter junction. When connecting a 3-way to a 22-gauge catheter, there is a leakage of medication from the hub (chamber). This issue does not occur with other gauges of the same angiocath, leading to the suspicion that only the 22-gauge is defective.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. The returned sample passed the catheter leak test; however, a dent was observed on the adapter inner luer. The assembly process was reviewed, the dent was suspected to be caused by adapter contacted by the gripper at the tipper station due to misalignment. The occurrence rate for leakage due to inner luer dent defect for tuas insyte products is very low (B)(4) based on number of complaints received per sales volume in the past 12 months. Based on the complaint history review, this is the first complaint reported for leakage for this batch. Hence this is most likely an isolated case. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Proposed action plan: 1 conduct complaint awareness training and communication to all insyte tipper line production technicians (pts), to monitor the occurrence of this adapter inner luer dent defect. Effectiveness check plan: 1 after communication, interview 3 tipper pts from different shifts randomly over a period of 1 month to check understanding of monitoring the occurrence of this adapter inner luer dent defect.

Event description:
When connecting a 3-way to a 22-gauge catheter, there is a leakage of medication from the hub (chamber).this issue does not occur with other gauges of the same angiocath, leading to the suspicion that only the 22-gauge is defective